Manufacturer narrative:
Concomitant medical products: 7427 pain stim ipg, implanted: (B)(6) 2000; 7120 st jude lead, implanted: (B)(6) 2008; 457445 lead implanted: (B)(6) 2008; d314drg ICD implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and high and rising pacing impedances. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.